Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (1 mg/ml at .048 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018, it was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI on (B)(6). The reason for the MRI was unknown by the reporter. It had been greater than 2 hours since the patient had exited the MRI field. The pump logs were read, and a motor stall recovery message had not yet logged. The patient stated they weren¿t feeling normal, so the pa (physician¿s assistant) gave the patient orals until they could confirm the motor stall recovery occurred. Additional information received on 05-sep-2018 reported that the stall occurred at 2200 on (B)(6) 2018. The nurse practitioner was going to have the patient return to the clinic the next day to interrogate and retrieve the logs to determine whether the motor stall had recovered. Additional information received on 11-sep-2018 reported that the patient had an MRI and the pump was stalled since (B)(6) 2018. On (B)(6) 2018 the pump was interrogated, and the dose was increased. The healthcare provider did not have the pump logs, so she could not give a date and time for the motor stall or a date and time for the motor stall recovery. When asked to clarify that the motor stall did recover, the reporter stated it was not noted in the notes, but that the pump was interrogated, and the dose was increased on (B)(6) 2018. The patient¿s pump was still in use. No further complications were reported.